Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has experienced a breakage of the prosthetic femoral neck.

Manufacturer narrative:
Updated investigation results.